Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 301mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer successfully resumed insulin deliveries after the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Additionally, it was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's bg level was 270mg/dl and a manual injection was administered to address the bg level. The same cartridge was reloaded and insulin deliveries were resumed. No damage was noticed on the cartridge.